Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular(rv) lead exhibited undersensing, loss of capture and pacing inhibition resulting in greater than two seconds of asystole. The lead was found to have dislodged. A revision procedure was performed one day post implant and the lead was successfully repositioned. No additional adverse patient effects were reported.